Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-08766. It was reported the patient experienced diminished pain relief with the drg system (left sacral lead) several days after implant. Reportedly, postoperative programming did not provide coverage to their pain pattern. Diagnostic testing and impedances were within normal range. A MRI was planned to determine if the leads have migrated. Follow-up identified one of the leads migrated. Reprogramming was attempted to no avail. Subsequently, the patient opted to have a revision as the next course of action.

Event description:
Device 1 of 2 : reference MFR report#1627487-2018-08766. Follow-up identified surgery took place on (B)(6) 2018 wherein the entire system was explanted.